Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left anisomastia. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent primary breast augmentation with mentor medical devices (sx mpp gel 300cc, date of implant (B)(6) 2007) has experienced breast implant rupture on the right side confirmed by MRI and during a revision surgery on (B)(6) 2020.it was also reported that the patient experienced a late onset seroma on the right side, no cytopathology result was provided. It was also reported that the patient experienced bilateral anisomastia. As a result, breast implants were removed and replaced with new non mentor implants on (B)(6) 2020. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On november 10, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation no apparent damage or visual anomalies were observed on the returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that receipt of device information was inadvertently not reported under previous initial submission made on (B)(6) 2020 for the bilateral anisomastia experienced by the patient (mentor awareness date (B)(6) 2020. On (B)(6) 2020, the mentor failure analysis lab received both the devices for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).